Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported the non-osseointegration of a dental implant 60 days after its installation in intraoral region #13. Immediate load was not performed.